Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges that the device is not functioning properly. In addition, the patient alleges experiencing snoring, sleep disturbances due to not receiving enough air, and facial moisture. There was no report of serious or permanent patient harm or injury. The device has been returned to the manufacturer, but the evaluation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 10/11/2023 : the device was returned to the manufacturer's product investigation laboratory for investigation. The investigation concluded that the evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Initiated therapy which generated airflow with an abnormal high-pitched noise coming from the moog blower. Despite the moog blower making an unexpected, high-pitched noise, the device passed the additional final testing. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The secondary findings were slight black contamination at the blower seal of the blower box consistent with the keratin contamination. Dust / dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure, suggesting a source external to the device. The investigation was unable to address the symptoms described but it confirmed the presence of contamination in the airpath. In this report, box d, h has been updated/corrected.